Event description:
It was reported that the device was approaching recommended replacement time (rrt), and early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri: weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.93 to 2.637 volts between (B)(4) 2011 and (B)(4) 2012, is before device rrt<= 2.6251 volt. Sensing - oversensing: 9 - ventricular nst<=210 ms on (B)(4) 2010 in the timeframe between 07:12:05 and 07:18:26. 6 - vf<=200 ms average v-cycle between (B)(4) 2010 05:43:03 and (B)(4) 2010 14:54:27. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(4) 2010 17:37:29.